Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with a proglide device using the pre-close technique via an 8f sheath prior to an interventional repair of aortic coarctation with endoprosthesis procedure. Reportedly, suture placement was performed without issue; however, the proglide device was difficult to remove. The proglide was extracted with difficulty, yet, no intervention was required. Hemostasis was attempted with the manual arterial compression unsuccessfully due to a retroperitoneal puncture that was caused by the initial needle puncture of the procedure and not the proglide device. The patient was taken to surgery. The aortic coarctation repair procedure was completed, the puncture was repaired surgically and hemostasis was achieved with surgical closure. There was reportedly no clinically significant delay in the procedure or therapy due to the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it is possible that the tissue or suture caught in foot, foot was not fully parked or the device edges caught on the artery wall, however, a definitive cause cannot be determined. The reported treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.